Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 599 mg/dl at the time of incident. The customer¿s current blood glucose level was 357 mg/dl. Customer experienced blood glucose levels ranging from 564 to 600 mg/dl. The customer was treated with manual injection for high blood glucose. Customer did not mention any symptoms related to high blood glucose. Customer was assisted with troubleshooting. The device will not be returned for analysis.